Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the analyzer error printouts. Fse performed a diluent prime and could not visually see if any fluid was being moved through the diluent port, and determined the pump was not functioning. Fse resolved the complaint by replacing the diluent pump. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date 31mar2023. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (2012) air detected (diluent). Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to the faulty diluent pump.

Event description:
A customer reported error message ¿2012 air detected (diluent)¿ on the aia-360 analyzer. Technical support specialist (tss) instructed the customer to perform a decontamination and will follow up with the customer. Tss followed up with the customer and the customer was unable to prime the analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.